Manufacturer narrative:
Per (B)(4) combined report. Post primary and pre revision x-rays, operative notes and patient details were requested, however, they were not provided. The explanted devices were also not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ecima liner after approximately 3 months due to infection.